Event description:
The facility's biomedical engineer reported an infusion pump with an 808:02 failure code. The device was received by the biomed with no additional information and there was no report of any patient injury or medical intervention caused by the failure of this device. Despite baxter's efforts to obtain additional information, no further information was available regarding whether or not the device was in use on a patient when the failure occurred, and no additional contact information was provided.